Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating during a lead replacement procedure (related manufacturer reference numbers: 3006705815-2020-02593, 3006705815-2020-02594). In turn, the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.